Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch report (B)(4) that during a total knee prosthesis procedure, a piece of the mini oscillating saw blade broke off during the explant portion of the procedure. It was also reported that an intraoperative x-ray was performed prior to final closure. The delay included the x-ray and the attempt to locate the missing piece. It was further reported that there were no adverse consequences as a results of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch report 3100120000-2020-8006 that during a total knee prosthesis procedure, a piece of the mini oscillating saw blade broke off during the explant portion of the procedure. It was also reported that an intraoperative x-ray was performed prior to final closure. The delay included the x-ray and the attempt to locate the missing piece. It was further reported that there were no adverse consequences as a results of this event and the procedure was completed successfully.